Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that on (B)(6) 2020, her infusion came out of her body, as the infusion set's tubing had detached at the quick release where the tubing got separated from the plastic. This led to high blood glucose levels (450 mg/dl) although she kept giving insulin but did not realize that the site was out. Her blood glucose level was over 400 mg/dl, when she took clothes off and saw that the set was off. Reportedly, she was getting headaches, so she gave 12 units with manual injection and then treated with the pump. Further, on the date of the incident (30-jun-2020), her blood glucose level were reported as 96 mg/dl at 12:13 pm, 363 mg/dl at 1:54 pm, 584 mg/dl at 05:49 pm, 454 mg/dl at 06:42 pm and 180 mg/dl at 09:34 pm. Moreover, the site location was her leg and the pump was located on the waist/ belt. The infusion had been used for less than a day and they were stored under central air conditioning. Further, the there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 155 mg/dl. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing-tubing connector. No further information available.